Event description:
Rptr indicated that the pt was having their vns removed due to infection at the vns generator site. The pt was given a course of antibiotics first, but wound drainage continued requiring the vns explant. Explant surgery to remove the vns generator and lead occurred on (B)(6) 2010. The cause of the infection is not known. No trauma or manipulation is believed to have occurred.